Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
On (B)(6) 2014 hysterosalpingogram was performed. Right device was in correct position and the tube was obstructed. Left implant was in peritoneal cavity with no evidence of damage to fallopian tube. Left fallopian tube was patent. Perforation was denied during insertion and after procedure. On (B)(6) 2014 essure was removed by laparoscopy (fluoroscopy prior to laparoscopy intra-operatively); it was medically necessary. Signs and symptoms of infection were not found. During surgery, the left implant was in the peritoneal cavity adhered to rectosigmoid colon. A tubal ligation was done via laparoscopy. According to the physician, there was no damage to the fallopian tube to suggest perforation; most likely expulsion out of the tube.